Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery compartment is damaged, lcd lens is damaged, and dso (downstream occlusion) seal is contaminated. Customer's complaint was confirmed through pvt (performance verification testing) and incoming inspection. Replaced chassis assembly, cam shaft, expulsor, valves assembly, dso seal and sensor, battery compartment assembly and lcd lens assembly. Performed dso/uso (upstream occlusion) sensor calibration. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the pump mechanism was damaged. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: dso (downstream occlusion) seal is contaminated.